Manufacturer narrative:
After its receipt, the pacemaker first underwent a status interrogation. The clinical observation was confirmed in the process; the device could not be interrogated. In a next step, the pacemaker was the opened, and the inner structure of the pacemaker was analyzed. The battery was discharged. During the analysis of the electronic module, a damaged capacitor was identified, which led to an increased power consumption and, subsequently, to the clinical observation. Furthermore, the manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. Especially the current uptake of the pacemaker was normal and as expected. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged capacitor of the electronic module. The review of the production history showed that the pacemaker functioned properly at the time of shipment. It can therefore be assumed that the damage occurred after shipment. A precise time could, however, not be determined based on the available information.

Event description:
Ous MDR - after an implantation time of about 17 months, it was reported that the pacemaker could not be interrogated. During the revision, it was decided to also replace the lead because of insufficient pacing threshold and sensing values. The lead was capped and remains inside the patient. The pacemaker was returned to biotronik for analysis. No deterioration of the patients state of health was reported.